Event description:
It was reported that during a cholecystectomy procedure, when the surgeon fired the device to place clips, the device stuck and would not let go of the tissue. They manipulated the trigger by continuously firing the trigger and the jaws finally sprang open on their own. There was no trauma to the tissue. Another device was used to complete the procedure. There was no patient impact reported.

Manufacturer narrative:
(B)(4). Orange indicator over traveled. The analysis results found that one (B)(4) device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. The device locked out as intended, but the orange indicator was visible at 11th firing sequence thus, it over traveled. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause of this issue. The batch record was reviewed and no anomalies were noted during the manufacturing process.